Event description:
It was reported that balloon rupture occurred. After a rotablation performed, a 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, after repeated dilatation, the balloon ruptured. There were no patient complications nor injuries were reported. It was further reported that the target lesion was located in the mildly tortuous left anterior descending artery. The balloon ruptured when it was inflated at less than rated burst pressure and it was successfully removed from the patient.

Event description:
It was reported that balloon rupture occurred. After a rotablation performed, a 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, after repeated dilatation, the balloon ruptured. There were no patient complications nor injuries were reported. It was further reported that the target lesion was located in the mildly tortuous left anterior descending artery. The balloon ruptured when it was inflated at less than rated burst pressure and it was successfully removed from the patient.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter and a non-bsc device. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen. The balloon was loosely folded. There was a 10mm longitudinal tear 1mm proximal to the distal waist. Product analysis confirmed the reported event, as the device was found to have a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. After a rotablation performed, a 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, after repeated dilatation, the balloon ruptured. There were no patient complications nor injuries were reported.